Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up this right ventricular (rv) lead exhibited high out-of-range pace impedance measurements; a fracture was suspected. The patient later underwent a revision procedure at which time the out-of-range measurements were confirmed via pacing system analyzer (psa). The lead was subsequently explanted and fracture visually confirmed. A new lead was then implanted. No adverse patient effects were reported.